Manufacturer narrative:
Unit received with constant insulin pump error alarm due to a faulty y1 on the rf board. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test and displacement test or verify no delivery alarm due to insulin pump error alarm. (B)(4).

Event description:
Information indicated that the insulin pump received no delivery alarm and error alarm. Troubleshooting was performed. No harm was reported during the incident. The device will be returned for analysis.